Event description:
On 06/24/2009, a hospital reported that the air dermatome was not working properly. Based on additional information received by the manufacturer on 07/20/2009, it was determined that the hospital attempted to utilize a non-functional device for a skin graft procedure. As a result, a second device had to be obtained, resulting in a 30 minute delay of the procedure while the patient was under anesthesia. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration on the zero graft settings. The motor was also found to be frozen. The device was repaired according to the procedure and returned to the customer. Parts replaced included; reciprocating arm, bearings, motor, poppet assembly, "o" ring, width plates, and seal and retaining ring. A review of service records indicate that the device was purchased in 1992 and has been returned to the manufacturer for repair two times, with the last repair being december 2006. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."